Event description:
Since (B)(6) 2007, my knee replacement has slowly become more painful where it is now as bad as before I had the knee put in. Something is very wrong, but (B)(6) cannot figure out what it is. The x-rays look good. I pass all the suggested tests. No bacterial infection. Passed eeg. The cortisone spine shots did nothing. (Three sets) lumbar epidural. (B)(6) did the knee replacement and now f/u. Dr. (B)(6) is (B)(6). Dr. (B)(6) (no longer there) did the replacement.